Manufacturer narrative:
The reported events of noise resulting in oversensing, low pacing impedance, and lead fracture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead found no anomalies.

Event description:
Additional information received that the noise resulted in oversensing and the suspected root cause of the event was lead fracture on the right ventricle lead.

Event description:
During a clinic follow-up, noise and low pacing impedance were observed on the right ventricle (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.